Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump was alarming with failed battery test and the screen kept going out and coming on. Customer's blood glucose was 170 mg/dl. There was no relevant damage or corrosion found. The insulin pump had not been bumped, dropped, or exposed to moisture. Customer was advised to insert a new battery and the display returned. It was advised a replacement battery cap would be sent to the customer and for her to monitor the insulin pump.